Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Surgeon placed mics back in holster position. Handle and screw fell out. Surgical delay approximately 15 minutes. Mics handpiece replaced. Tka procedure.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that the mics handle fell during the case. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of device history records indicate (B)(4) devices were manufactured under lot k07gk and (B)(4) including 4200667 were accepted into final stock on 6/14/16. Review of qt16-06-0063 revealed that the non conformance is not related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42030416 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode was confirmed based on the pictures provided the product was not available for inspection. If additional information is received the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc (B)(4) and CAPA (B)(4). Device not returned.

Event description:
Surgeon placed mics back in holster position. Handle and screw fell out. Surgical delay approximately 15 minutes. Mics handpiece replaced. Tka procedure.